Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cannula of a cleo 90 infusion set was kinked, causing the patient's pump to alarm occlusion (alarm number in pump history: 2). The patient's blood glucose levels were 394mg/dl at the time of the event. To address the high blood glucose levels, the patient attempted to administer a bolus with their pump, which is when they encountered the occlusion alarm. The patient then went through troubleshooting with the distributor, which is when it was determined that the cannula was kinked. The patient had ketones, but stated that "she always has ketones" and just has to keep hydrated. The patient was going to change out the set and resume insulin. The patient confirmed their blood glucose levels went down. No permanent injury was reported.